Event description:
It was reported that the patient developed an infection.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received review of quality records.

Event description:
New information notes the lead was explanted on (B)(6) 2012.